Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a skin breakdown from using an ace bandage to keep the lifevest in place. The patient's nurse recommended a lotion to use on the irritation. After using the lotion, the patient reported that the irritation had improved.